Event description:
Oversensing and noise were reported. The lead was explanted. No patient complications have been reported as a result of this event. It was further reported that the patient had presented to the ed after receiving several shocks. The patient had received a total of 55 shocks. It appeared that the patient had no pacing due to oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the ICD which indicates oversensing and noise. Oversensing and noise were reported. The lead was explanted. No patient complications have been reported as a result of this event. It was further reported that the patient had presented to the ed after receiving several shocks. The patient had received a total of 55 shocks. It appeared that the patient had no pacing due to oversensing. No conclusion can be drawn interference oversensing pace, failure to shock, inappropriate.